Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. This is 1 of 2 medwatch reports regarding this event. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to minimed that the customer experienced leakage from the reservoir, resulting in insufficient insulin delivery and hyperglycemia. The customer stated that the hyperglycemia was treated via insulin pump. The blood glucose value at the time of the event was 473 mg/dl. The event involved product(s) mmt-396, mmt-7040a, mmt-332a and mmt-1884. Troubleshooting was not performed for hyperglycemia event and, it was not known whether the auto mode feature was active at the time of the event and whether the pump was used within 48 hours of the reported event. Troubleshooting was performed for leakage from the reservoir allegation and it confirmed that the leas was past the 2nd o-ring. The customer also confirmed there was a crack in reservoir barrel and fluid/insulin was visible in reservoir compartment. Pump passed the self test. No further patient complications were reported. No product return is required for mmt-396, mmt-7040a, mmt-332a and mmt-1884.